Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the foreign matter was found inside the bd angiocath¿ plus catheter tubing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received an actual sample and 1 photo for investigation. Fm was observed in the returned photo. 1 actual sample in opened packaging was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Figure 1: actual sample. The actual sample was subjected to visual inspection. Solid, loose, grey fm was observed on the catheter of the returned sample. Figure 2: solid, grey fm. The solid, loose, grey fm was found to have a white layer underneath. Both layers were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of solid, loose, grey fm layer had no good match available but indicates presence of inorganic compounds. The ftir results showed that the spectrum of the white layer had no good match available but had best matched alkyd-based material. Solid, loose, grey fm was observed on the returned sample. Investigation conclusion: the probable root causes for the fm could be from the manufacturing environment. Job aid for housekeeping standard in insyte assembly and packaging process had been established. In addition, machine cleaning is conducted every week during preventive maintenance. A communication will be conducted to all manufacturing associates on proper gmp and housekeeping procedures.